Event description:
It was reported occlusion alarms occurred. There was no adverse impact to the customers blood glucose level. After thorough trouble shooting tandem technical support sent a replacement pump.